Event description:
While a field service engineer (fse) was troubleshooting an unrelated event, the fse discovered red blood cell (rbc) vote outs (non-numeric results) across all three white blood cell (wbc) bath apertures on a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
The fse removed and cleaned the wbc apertures, which resolved the voteouts. The instrument ran without leaks or errors and all repairs were verified per established service procedure. (B)(4).